Event description:
It was reported that the patient experienced the return of dyskinesia symptoms due to inadequate stimulation. The patient underwent a procedure in which the existing lead was explanted and two new leads were implanted. The patient is doing well post operatively. The device will not be returned for analysis as it was retained by the facility.